Manufacturer narrative:
An event regarding a crack/fracture involving an exeter stem was reported. The event was confirmed following visual inspection of device explant photos and clinician review. Method & results: device evaluation and results: visual inspection: the device was not returned however images of the explanted device were made available. The images show only the neck section of the stem. The stem is fractured still attached to the metal head. Medical records received and evaluation: a review of the provided medical x-ray by a clinical consultant indicated: "x-ray and photos confirm the neck fracture of the stem; need operative reports, clinical and past medical history and examination of explanted components." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/or if the product is returned, this investigation will be re-opened. Not returned to the manufacturer.

Event description:
It was reported that patient's left hip was revised. Patient bent over to feed her cat and felt a pop in her hip. The neck of the stem was found to be broken. A stryker stem and head were revised to competitor devices (primary construct included a competitor shell and liner).